Event description:
It was reported that the pt reported to not have any auditory sensations or non auditory sensations across several active electrodes channels when tested at high charge levels.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.